Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing an elevated blood glucose level of 180 mg/dl. Patient stated at noon she was at 150 mg/dl and afternoon at 558 mg/dl. Patient reported she checked the patch after dosing a bolus of 9 units of insulin and saw that it had a little blood where the needle is located so she talked to her educator who suggested changing the patch. Patient stated she kept the infusion device and saw that her blood glucose level was down a bit due to external insulin she was applying, and then she had "hi". Patient reported she removed and changed everything; saw there was blood in the needle when she removed the patch. Patient stated she changed everything including the cartridge and the catheter; then it responded correctly. Patient reported the infusion device had no occlusion alarm and the alarm should have been activated because the insulin did not reach to the patient. Requested return of the alleged infusion device for evaluation.